Manufacturer narrative:
Updated data: h6. Method code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-34, serial/lot #: (B)(6), ubd: 15-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with a bicuspid aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. The valve and delivery catheter system (dcs) were inserted into the patient, advanced to the annulus over a medtronic guidewire, and valve deployment was attempted. Following deployment, under-expansion of the valve frame was noted and the valve was recaptured.  Under-expansion was noted again on a second deployment attempt, which also resulted in recapture. On a third attempt, the valve was fully deployed; however, the nose cone of the dcs interacted with the valve and caused dislodgement. Subsequently, a second valve was implanted. No additional adverse patient effects were reported.